Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The customer stated that the insulin pump alarm reoccurred. The insulin pump will return for analysis.

Manufacturer narrative:
Unexpected battery power loss and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Not found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test (B)(4).